Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a revision surgery due to the ¿prosthesis fracture¿ of the pinnacle implant, and subsequent ¿replacement of the stem and of the polyethylene liner¿. The above impacted implant was implanted on (B)(6) 2010 after a revision and replacement of the asr implant that the patient received on (B)(6) 2008. Litigation alleges prosthetic fracture. Plaintiff is seeking full compensation for all the damages that had caused her such as permanent biological injury, impaired mobility, limited adl, joint insufficiency, financial losses and social interactions due to defective and lack of safety products implanted. Doi: (B)(6) 2008; dor: (B)(6) 2019: right hip 2nd revision (stem). Doi: (B)(6) 2010; dor: (B)(6) 2019; right hip 2nd revision (cup, liner and head.